Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump unexpectedly reset. Customer loaded another cartridge and insulin delivery was resumed. Due to the reset, pump time and date changed and customer corrected time/date. Customer's blood glucose was in the high 300 mg/dl range. Although multiple attempts were made by tandem technical support to request pump data be uploaded for review, customer did not reply.